Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "misplaced cassette. Complaint of the customer: misplaced cassette even tough the cassette is correctly positioned. Patient involvement: yes. Death/serious injury: no. Human harm: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "misplaced cassette. Complaint of the customer: misplaced cassette even tough the cassette is correctly positioned. Patient involvement: yes; death/serious injury: no; human harm: no."